Event description:
Customer reported the insulin pump was not working properly. Customer reported she pressed the button once and it flashed through four to five screens before getting to the screen the customer needed to get to. Customer states when she tries to bolus and the numbers jump back to zero. Customer's blood glucose was 526 mg/dl and has treated with manual injections. Customer stated she was just driving when the device alarmed motor error. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act and up button dome switch. No button error alarm during testing. The device had black shadow on the display due to warped and uneven printed circuit board on the lcd board. The device had minor scratched lcd window.